Manufacturer narrative:
Although the used device has been returned to the manufacturer, examination of the device has not been completed. Therefore, a failure analysis is not yet available. Upon completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported by customer in another country, during a pci procedure, ("lesion was 90% of stenosis without calcification and not tortuous at lad mid") when an attempt was made to inflate the balloon catheter to 16atm, the gauge on the inflation device would only register to 14atm. There was no patient injury. The procedure was completed with another device. The used inflation device is being returned for evaluation.